Event description:
An initial MDR regarding this case was filed 11-aug-2023 (report number 3016798778-2023-00037). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0008551 (paired with pump utpm0011960) and utrm0008550 (paired with pump utpm0011958) show that on 12-jul-2023 the systems generated pump failure alarms. The pumps were disassembled and hardware failures were determined to be the cause of the alarms and failures. Both systems were observed to have appropriately alarmed and entered failsafe states as designed.

Event description:
An initial report of patient hospitalization was received by (B)(6) on 12-jul-2023 and forwarded to millyard advanced medical products, llc on 13-jul-2023. The hospital pharmacist reported the patient was hospitalized due to failure alarms on both pumps, and remained there until replacement pumps arrived. The patient then successfully restarted remodulin therapy and was discharged from the hospital. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.